Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection revealed fluid inside the pump, transducer tubing, and pressure bottles. The fluid inside the pump caused extraneous electrical conductivity from ac lines to earth ground. When fluid got into the pump it blew the ac line fuses which caused a related issue of the power failure. The results of the evaluation determined the cause to be pneumatic system fluid ingress. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.